Event description:
Customer reported unexpected negative reactions with capture-r ready ID on a patient sample.

Manufacturer narrative:
The customer did not provide additional details. The capture-r positive control lot 243029 (well 1-8 and 15) and capture r negtive control lot 241022 (well 9-13 and 16) were tested with retention crrid lot id071. The expected reactivity was observed. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.